Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
As reported: "surgeon was performing a hardware removal with out a sales rep. When I became aware of the surgery I left after my current surgery was completed to arrive at that hospital with surgeon. Soon arriving the surgeon informed me that the thread from product number 3861-3-025 was broken. The hardware was removed successfully."

Manufacturer narrative:
The reported event, instrument - breakage during explantation, was confirmed. Review of complaint history, CAPA databases and risk analysis did not identify any discrepancies. There are no open actions in place related to the reported event for the subject product(s). The returned adapter had become broken at the at the thread by high force application during the attempt of implant removal. According to the operative instruction other instruments are intended for implant removal. According to received information the sales representative gave the surgeon some advice to finish removing hardware. The hardware was removed successfully. Although the product had been manufactured roughly 24 years ago and evident damages on the product showed frequent use the root cause for breakage was regarded being user related. In case other essential information becomes available were reserve the right to re-reopen the case for investigation and to assess a new root cause.

Event description:
As reported: "surgeon was performing a hardware removal with out a sales rep. When I became aware of the surgery I left after my current surgery was completed to arrive at that hospital with surgeon. Soon arriving the surgeon informed me that the thread from product number 3861-3-025 was broken." The hardware was removed successfully."